Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead from another manufacturer exhibited inappropriate anti-tachycardia pacing (atp) for noise and high out of range pace impedance measurements. The system remains in service. No adverse patient effects were reported.